Event description:
It has been reported to us that the guidewire exited out the side of the wire lumen of the aspiration catheter during the procedure. The physician inserted the guide catheter into the patient. The physician inserted the aspiration catheter into the patient and attempted to aspirate the vessel, however, nothing was retrieved from the patient. The physician removed the aspiration catheter from the patient. The physician continued the procedure and inserted a stent delivery catheter and placed the stent. The physician noticed a clot still inside the patient's vessel after one hour. The physician had a guidewire already in place and re-inserted the aspiration catheter over the guidewire and the wire exited out the side of the wire lumen. The physician decided to continue using the aspiration catheter and completed the case. The patient is reported to be fine. The account has indicated that the subject device has been discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. This report is considered the initial and follow-up report. If any additional information about the case or product becomes available, a full analysis will be performed and follow-up report will be filed.